Event description:
It was reported the customer had blood at site. The customer also reported differences between their sensor glucose and blood glucose reading. Customer stated their sensor glucose reading was around 40 mg/dl and their blood glucose was 121 mg/dl. Customer also stated their site was not actively bleeding at the time of the call. The customer's blood glucose was 134 mg/dl at the time of the call. Troubleshooting found the customer's sensor was not bent. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.